Event description:
It was reported that an error message was displayed on the programmer. The caller ran the service disk in an effort to clear the error, however, the service disk kept repeating the service process over and over again. Technical support (ts) had the caller insert the service disk, cycle power and followed directions given from the software development team. However, the same behavior was observed. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the programmer generating an error because it was able to be found in the error logs and therefore the hard drive was reimaged and the software reloaded. Analysis also found broken eject buttons on the personal computer memory card industry association card slot and missing parallel cable stand-offs and therefore the media processing unit was replaced, as well as that the power supply and system fan were noisy and the tab on the power cord bay was bent and therefore the power supply, system fan and power cord bay were replaced. Concomitant medical products: 229047 software analyzer. (B)(4).